Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03567, 1627487-2022-03568. It was reported the patient¿s ipg was inoperable. During the surgery on (B)(6) 2022 the physician checked the lead placement, and it was noticed that both leads migrated. Surgical intervention took place wherein the ipg was explanted and the leads were unable to be explanted due to scar tissue. Surgical intervention may take place at a later date to address the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2024 wherein the ipg was replaced and the leads were explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.